Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing shocking pain and discomfort at the midline incision when leaning on the chair or when lying in the bed. It was also reported that the patient was experiencing inadequate stimulation and incision site did not heal properly. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted device components were discarded.